Manufacturer narrative:
Investigation results: the complaint that the needle did not retract could not be confirmed from the representative and used 20g insyte autoguard bc samples from batch 4304285 returned for evaluation. A functional test of a sampling of the representative samples showed that the needle fully retracted within the safety shield and the retraction time was within specification. The three unsealed units were also functionally tested, and the defect of needle retraction failure could not be confirmed on these samples. All three samples retracted successful within required specifications. This complaint type and corrective action will continue to be monitored for effectiveness. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: it looks like we are having some issues with the 20ga x1.00 IV cath needles/ we had a few that did not retract back into the safety chamber. (B)(6)2025. The needle did not retract causing potential harm from needle stick injury. No injuries occurred at this time.